Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas became unresponsive and would not power on despite charging and prolonged power-button presses, with engineering log review indicating no battery-related alerts and suggesting a display or sleep/wake button failure; a replacement device and return materials were provided, and the user was advised on data sync and shutdown steps and to use back-up therapy and cgm in the interim. Symptoms included hyperglycemia and tiredness. Outcomes included the need for back-up therapy and replacement of the device. Investigation included review of engineering logs and troubleshooting with the user. Investigation of this device was confirmed and revealed findings consistent with a hardware malfunction of the user interface/display or power control, with no evidence of battery failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure not related to user error.